Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defect was found with the device during service evaluation. This complaint can be confirmed. During evaluation, the device failed visual inspection because of broken inserts. The repair was declined and hence the device was not restored to the specifications. It is being placed into long term hold. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the identified failure. A manufacturing record evaluation was performed for the finished device lot number (1110090), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via service request the vapr vue wireless footswitch. Upon its return, unit was evaluated, failed visual inspection because of broken inserts. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. Since the unit will not ship, and testing will not be completed, there will be no box label or wireless footswitch repair record attached to the file.